Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. No unexpected battery out limit was noted. The device was received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the customer had entered a pool with the insulin pump on. He stated that when he pressed buttons, they did not respond as they should. The customer's blood glucose was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.